Manufacturer narrative:
This report is submitted june 14, 2018.

Event description:
Per the clinic, the device was explanted on (B)(6) 2018, due to an infection. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.